Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: initial examination of the returned device noted that the outer sheath was retracted and the stent was deployed by approximately 10mm. It was noted that the outer sheath was broken at 48mm distal to the t-bar connector. It was noted that the inner shaft was kinked at the distal end of the stainless steel shaft. It was possible to retract the sheath by hand and deploy the remainder of the stent. There was no issue noted with the movement of the t-bar connector along the stainless steel shaft. Examination of the stent cup and holder found no anomalies. Examination of the stent noted that some distal stent wires were uncrossed and damaged. It was possible to close the device after the stent was deployed and insert it through a recommended 6 french sheath without any issue noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6)-2012.it was reported that during an iliac stenting procedure, a no cross occurred.during an unspecified time in the iliac stenting procedure a iliac 6f unistep plus 10x39x135 wallstent could not cross the lesion. No patient complications were reported and the patient's status is unknown.however returned analysis revealed stent damage.